Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-product analysis:the device was returned and evaluated by product analysis on 09/16/2015 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the moisture was observed behind the display screen. A pump case crack was observed; leak testing revealed a pump case leak. Moisture was observed on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 call service alarm occurred at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.